Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed siemens that a heat blister had formed in the index finger, and skin came off the heat blister. Siemens evaluated the event and concluded that a use error caused the event. The dimension rxl customer operator's manual, p/n 752004.908; smn 10707657, states in several locations in customer cuvette maintenance page 4-56, when performing any maintenances on the cuvette manufacturing, which includes the u-seal assembly, the instrument should be placed in "stand-by" mode. The customer needs to wait 5 minutes to allow the components to cool down because they are hot. A general statement in the appendix of the operator manual, pages 2-6 and 2-7, states, "observe all warnings and cautions in the manual." The instrument issue has been resolved by replacing the u-seal, cleaning cuvette windows, and performing a systems check. No further evaluation was required.

Event description:
The customer was troubleshooting the dimension® rxl max® instrument, and burned their index finger on the u-solenoid while changing the diaphragm. The operator went to the first aid department on campus, received a saline rinse, and a band-aid for the injury. There are no reports of patient intervention, or adverse health consequences due to the event.